Event description:
Allegedly, broken tray revision. No trauma. Related mpo products: product ID: efsrp2pl evolution®mp fem cs/cr porous size 2 primary left/ lot no.: 1718211/ qty: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.